Manufacturer narrative:
H.6. Investigation summary a physical sample was not available for investigation but bd was provided with a photo of the defect for evaluation. A review of the device history record was performed for the reported lot, 8298745, and no quality issues were found during production. Our quality engineer reviewed the provided the photo and observed that the needle was loose from the hub. There appeared to be no glue on the hub or at the end of the needle. Based off the provided photo the engineer was able to verify the reported defect. It was determined there was not enough adhesive applied to the needle hub during the manufacturing process and this caused the needle to be loose inside the hub. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle detached from the insyte 18ga x 1.16in before use. The following information was provided by the initial reporter, translated from spanish to english: "18g insyte catheter with needle detachment from its body".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle detached from the insyte 18ga x 1.16in before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "18g insyte catheter with needle detachment from its body"